Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Product ID: neu_unknown, serial# unknown, product type: unknown. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for non obstructive urinary retention. It was reported by a basic evaluation patient that they felt like the leads might have come out or moved, that the tape had now rolled down and they felt like a tingling shock sensation when they were in bed. There were no further complications reported/anticipated.